Event description:
Report received from abbott international affiliate (abbott-japan) which states "the bleeding from co connector was noticed after 2-3 hours of the insertion during the operation. After operation the catheter was replaced. No patient harm was reported." Although requested, no additional information has become available.